Manufacturer narrative:
Registered internally as a complaint ((B)(4)) for further investigation by manufacturer. The attending physician indicated medical intervention was not needed during or after the surgical procedure to treat the affected burn area. The device history record was reviewed as compiled when the emg system in question was manufactured. The equipment met all required specifications at the time of manufacture. Device evaluated by manufacturer: the vikingquest system associated with this MDR was evaluated onsite by a trained natus field engineer on january 5, 2016. The field engineer reported there were no visual, electrical or functional defects found with the emg system identified. Electro-cautery equipment was in use by the complainant at the same time as the natus device in question. There are known risks associated with such device to device combinations where electrodes can intercept stray radio frequency energy and result in thermal heating. Natus safety information supplied to end users states such interactions exist and warns end users that electrode disconnection may be needed to avoid such interactions. (B)(4).

Event description:
A customer in (B)(6) reported a patient may have received electrode burns to the hand/forearm during a surgical procedure when the natus equipment indicated (vikingquest emg system, sn (B)(4)) was in use. Other surgical equipment (not natus equipment) including electro-cautery equipment was also in use.